Event description:
The customer reported via phone calll indicating that the insulin pump had a damage. Customer's blood glucose was unknown mg/dl. The customer stated that he dropped the insulin pump on the tile and screen is not working. Customer was advised to discontinue use of device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported via phone call that the insulin pump had a blank display. Customer's blood glucose was unknown mg/dl. The customer was advised to insert a new aaa alkaline battery . Customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint of power connector on interface board. The device had minor scratches on the lcd window, cracked reservoir tube lip, and cracked reservoir tube window.